Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the fill line was difficult to see. The following information was provided by the initial reporter, translated from (B)(6) to english: the fill line was light and hard to see.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the fill line was difficult to see. The following information was provided by the initial reporter, translated from japanese to english: the fill line was light and hard to see.